Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a variation in sensing on the right ventricular (rv) lead. During the lead revision procedure, insulation damage was noted on the rv lead. The lead was capped and replaced to resolve the event and the patient was stable.